Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a black foreign material in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for investigation. A sample of the foreign material was collected and sent to the legal manufacturer for further analysis. The material analysis showed that the material is silicone. The source of this silicone cannot be determined. The device has been repaired and returned to the user facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and additional information. Updated fields: h2, h4, h11. Corrected fields: b5, d4-unique device identifier (UDI) # and d4 - unique device identifier (UDI) #1, h6 (added additional component code). A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of white foreign material in light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional to the initial report: it was observed that during the device evaluation, the gastrointestinal videoscope had white debris inside light guide lens.